Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when pump is turned on it does not initially recognize the channels as connected. After removing and replacing channels, only left side is registering as connected. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-40670 is a concomitant. Please refer to manufacturer report number 2016493-2024-40655, which captured the correct suspect device per investigation report.

Event description:
It was reported that when pump is turned on it does not initially recognize the channels as connected. After removing and replacing channels, only left side is registering as connected. There was patient involvement but no harm.